Manufacturer narrative:
The initial reporter is not identified, and there is no contact information available to send a request for return of the device for inspection and evaluation. The user facilty is also not listed. The internal complaints and CAPA databases will be surveyed for similar issues associated with the referenced device. A summary will be included in the follow up report.

Event description:
It was reported that rasp became stuck in femur. Surgeon applied more force and the handle separated from rasp. This report reflects information received by FDA in the form of a notification. Procedure: total hip replacement.